Event description:
It was reported that the pump had continued motor stalls. The pump was explanted and the patient was implanted with a new pump. The patient recovered without sequela; there was no injury. The pump contained saline.

Manufacturer narrative:
Analysis of the pump revealed motor stall and motor stall recovery occurred; pumphead "moisture drops on pumphead"; feed thru: slight residue seen; gear wheel three: slight corrosion on surface; slight moisture seen; pumphead compartment and bottom inner cover; slight moisture seen ; gear two: significant residue on upper shaft final analysis revealed pump/motor/corrosion /gear train anomaly. Additional method (B)(4).